Manufacturer narrative:
(B)(4). On (B)(4) 2011, the customer confirmed that after replacement of the sample syringe, the instrument was performing as intended. No further assistance was required. Labeling was reviewed and found to be adequate. An adverse trend was not identified for the complaint issue. Based on the investigation, no product deficiency was identified for the cell-dyn 1800 related to the reported issue.

Event description:
The customer stated a cell-dyn 1800 analyzer generated falsely decreased hemoglobin results for one patient sample. The analyzer generated hemoglobin results of 6.9 and 5.8 g/dl for the patient's fingerstick specimen. A venous specimen was collected from the patient and a hemoglobin result of 10.9 g/dl was generated from this sample. The customer technical advocate (cta) suggested checking the bubble mixing; the customer stated the bubble mixing in the pre-mixing cup and transducers was good. The cta suggested inspecting all syringes; the customer stated that the sample syringe was very "cruddy". The cta recommended replacing the sample syringe. There was no adverse impact to patient management reported.